Event description:
Physician reported a lap-band port was explanted due to a suspected leak after the band kept losing fill volume.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."